Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. Customer¿s blood glucose level was 157mg/dl.